Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage of the tip at the ultrasound head. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: there was a gap between the acoustic lens and ultrasound probe. The elevator channel plug was loose. Due to wear of the forceps elevator, lock engagement lever, the upward/downward angulation control knob could not be locked securely. Due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The adhesive on the bending section cover had wear. The connecting tube had a buckling. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.